Event description:
It was reported that the cardiosave intra-aortic balloon pump had a balloon ruptured while in use on a patient. There was no patient harm, serious injury or adverse event reported; however, the customer requested the iabp be checked out for blood ingress.

Manufacturer narrative:
Trackwise complaint number: (B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge field service engineer evaluated the iabp and upon arrival and inspection, the unit had no blood in the patient interface module. No blood was observed by the fse and a leak test was performed as well as a review of the event logs. Unrelated to complaint issue, the fse reloaded the software due to fault codes "fault # 16 (fault generated in the tts: timing : abed package) and fault # 25 (fault generated in the tts:timing:ubed package)." The fse then performed functional and electrical safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.